Event description:
This lead dislodged and was successfully repositioned on (B)(6) 2010. No additional adverse events were reported and the pt was successfully discharged on (B)(6) 2010. All records indicate that this lead remains actively implanted. Should additional info become available, this event will be updated.